Event description:
During the colonoscopy procedure, the injection gold probe bipolar catheter would not burn. The physician used another gold probe to complete the case with no complications to the pt. The pt's condition was reported as "ok."